Event description:
Same case as: 2134265-2008-04202. It was reported that during a deep vein thrombosis (dvt) stenting procedure, a guide wire could not be removed from the stent. The vascular access site was the popliteal vein. The lesion was located in the non tortuous common iliac vein. The lesion was 80% stenosed and not calcified. Inside the pt, an amplatz 0.035 inch x 180cm guide wire could not be removed from the wallstent 12 x 90mm x 100cm. The guide wire and the stent were removed together from the pt. The physician attempted to remove the stent from the guide wire with force outside the pt. The procedure was completed successfully with another wallstent 12 x 90mm x 100cm and another amplatz 0.035 inch x 180cm guide wire. No patient injuries or complications were reported. The pt's status is reported as "good."